Event description:
According to the reporter, during a robotic rectal low anterior resection, the first firing was done without any problems. However, in the second firing, the jaws of the device bent and closed. It was noted that the jaw remained slightly open even after closing, hence firing could not be done at all. No error message appeared on the display. The firing mechanical sound was still ringing. The jaw was removed from the tissue, the user tried to return the bend to its original position, but it would not return to its original position. Eventually, the user reached in through the mini-incision and tried to straighten the cartridge, which allowed them to remove it from the adapter. The same handle and adapter were used with the new reload. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot: p4m0983); sigpshell, sig power sigpshell control shell (lot: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.